Manufacturer narrative:
This device referenced in this report has been returned to olympus for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device was tested positive in the channel. There was no patient harm reported.